Event description:
The biomedical engineer reported that the facility is experiencing intermittent signal loss of the telemetry transmitter system. They stated that it happens for seconds to minutes and it happens randomly to random multiple patient receiver (orgs) sectors. They requested onsite service as they have done some troubleshooting and could not resolve the issue. Nihon kohden technical service was onsite and found out the staff was using the wrong transmitters on the wrong floors. After they put the correct transmitters where they belonged, the issue was resolved. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the facility is experiencing intermittent signal loss of the telemetry transmitter system. They stated that it happens for seconds to minutes and it happens randomly to random multiple patient receiver (orgs) sectors. They requested onsite service as they have done some troubleshooting and could not resolve the issue. Nihon kohden technical service was onsite and found out the staff was using the wrong transmitters on the wrong floors. After they put the correct transmitters where they belonged, the issue was resolved. No patient harm reported. Central nurse's stationmodel: cns-6801a sn: (B)(4)